Event description:
It was reported that the subject device was returned with the mention "out of order". No further information was provided.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190221 - file-2017-01962 - analysis_and_closure_report_resp-2019-00255.pdf].

Event description:
It was reported that the subject device was returned with the mention "out of order". No further information was provided.